Manufacturer narrative:
Failure analysis revealed that the up arrow button did not respond due to flatten button dome switch. No numbers scrolling noted. No moisture damage on the electronic assembly found. Unable to verify the battery out limit alarm due to the unresponsive up button. The device was received with minor scratched display window, cracked display window corners, broken battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Event description:
Customer reported that she was entering the number of carbohydrates for the bolus wizard and the numbers on the screen of the insulin pump started ramping on their own. Customer does not recall any significant events leading to the keypad issue; customer just stated she wears the device on her waist and it was 85 degrees. Blood glucose value at the time of the event was 240 mg/dl. Customer stated that her blood glucose level is high because she was unable to deliver any insulin. Current blood glucose is 315 mg/dl. Customer declined to troubleshoot. Customer also reported that she removed the battery due to numbers scrolling and received a battery out limit when she inserted it the next morning. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.